Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-nov-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they are not feeling any stimulation on their left side (pt said the left side was where their fusion and all of their problems were). Pt said their ins was fully charged and they can feel the stimulation on the right side, but there was no stimulation on the left side, even after trying different groups/stimulation levels. Pt said they had not had any recent falls/traumas. Pt said they noticed they were in excruciating pain all of the time and realized something was wrong. Pss redirected pt back to their hcp or rep for more diagnostics to be checked. Pss reviewed that their hcp can call pats if they have any questions. Additional information was received from the manufacturer representative (rep) and the patient. Lead migration was reported. Rep reported that 1 month after initial implant in (B)(6) 2020, patient fell and leads migrated approximately 1.5 levels. Patient still received pain relief. Then she became pregnant with twins and since delivering she feels the leads moved more and she no longer got relief on her left side. They tried reprogramming multiple times. The decision was made to replace her leads back to where they originally were. Nothing wrong with the performance of the lead, it just migrated.